Event description:
It was reported that the atrial lead exhibited a sensing anomaly. A chest x-ray revealed that the lead dislodged. The pulse generator was re-programmed and a lead revision would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.